Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. Programming changes were made. The patient was in stable condition.